Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced.

Manufacturer narrative:
The customer reported complaint of the keypads being replaced due to unspecified issues was evaluated. Test results identified that the ac indicator lights illuminate on 2 out of 2 keypads after plugging in the power cord. The system on button did not function on 1 out of 2 keypads, all other keys worked as expected. The second keypad had no issues. No faults found. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. The keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause-electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced.